Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 159 mg/dl while the sensor glucose reading was 90 mg/dl. The customer stated that the sensor suspended due to low imit. The customer stated that the sensor has not been working properly for about 12 hours. The product was not returned for analysis.